Event description:
Pt started on dialysis at 0625; on althin 1000 #31. At 0655 pt not responsive. Noted to have no respirations. Head lowered and feet elevated; normal saline given. O2 started at 24nc. Pt placed on floor. B/p 180/80. EKG monitor connected, normal sinus. Pt's blood returned. Respiration resumed. Attending physician and medical director notified. Examined by attending physician. Noted goal set at 2.7 kg. Noted ufr was 1.97 after first 30 min of treatment. Treatment resumed & completed on baxter machine. Ambulatory from unit. Wt 55 kg. B/p not known.